Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional reported that the patient's device doesn't work anymore because the battery drains and it is off. No further details were known. There were no patient symptoms reported.